Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis, no device malfunction was reported. No conclusion can be drawn.

Event description:
On (B) (6) 2005, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2008, surgery occurred due to "skin erosion, exposure of tubes: closure." No device revision occurred. On (B) (6) 2008, device was explanted due to infection. No further treatment.